Manufacturer narrative:
Insulin pump powered up properly after battery installation. No partial display, missing segments, or fuzzy display noted. Insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. Insulin pump was monitored for two days and no black and fuzzy display or display anomaly noted. Insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 526 mg/dl. The customer treated her blood glucose level with the insulin pump. The insulin pump had a crack in the front of the display. Sometimes the screen gets black and fuzzy. The customer was sick, had a severe headache, and was lethargic. The insulin pump had multiple cracks and a piece was missing from the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.